Manufacturer narrative:
Correction of previous submission: d7a: single-use device: yes h5: labeled for single-use: yes updated: b5, d4, d8, d9, h2, h3, h4, h6, h11 this report is being supplemented to provide additional information based on the approved final investigation. The investigation was able to confirm the customer reported failure. The reported events were inferred to have occurred through the following mechanism. 1. During output activation in seal & cut mode, nothing was grasped between the grasping section and the distal end of the probe (including after tissue resection). As a result, the tissue pad was worn out. 2. Due to friction between the grasping section and the distal end of the probe, abnormal heat was generated, which may have caused the tissue pad to partially peel off. However, the identified malfunctions, most likely occurred through the following mechanism: grasping section was closed without grasping anything while the output was activated, (this includes after tissue resection) causing the tissue pad to intensively wear out. Based on the investigation, the root cause is not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.

Event description:
It was reported, the front-actuated grip exhibited tissue pad on the tip had peeled off. Event took place during an unspecified therapeutic procedure. There was no report of harm, injury or death.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.